Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer's blood glucose was 299 mg/dl. The customer had already treated herself with insulin pump therapy. Troubleshooting could not be done because the alarm was a past event. Advised customer to do a complete set change as soon as possible. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.